Event description:
Information was received from a patient's treating neurologist that they passed from sudden unexplained death in epilepsy. Their death was reported to no be vns related. The patient was found unresponsive on their bathroom floor. The patient's vns was programmed on at the time of death. The patient had secondary generalized seizures 1-3 month and complex partial seizures 2-5 week. The patient was on many medications at time of death and compliant. The patient's autopsy did not show evidence of brain injury. The medical examiner attributed the cause of death to sudden unexplained death in epilepsy.

Event description:
Additional information was received. The patient did not have seizure efficacy with their vns. The patient had a poor response to every intervention in regards to her seizure control, not just to vns. Various settings were tried and the vns did not really impact her seizures. At the time she died she was in the process of being scheduled for corpus callosotomy due to the sudden unprotected falls she experienced with some of her seizures. The patient's products were not explanted at the time of death.

Event description:
The cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was epilepsy, unspecified and unspecified mental and behavioral disorder due to use of tobacco. There is no allegation or other information indicating that the death is related to vns.